Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited an increase in pacing threshold measurements and out of range impedance measurements great than 2000 ohms. The physician is aware of this issue. There were no adverse patient effects reported.

Manufacturer narrative:
Requests for additional information were made but were unsuccessful. According to our records the lead remains implanted with no change at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.